Manufacturer narrative:
Block e1: the initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of partial stent deployment.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the common bile duct to treat a malignant hilar stricture during a hilar stricture metal stenting procedure performed on (B)(6) 2023. During the procedure, the stent could only be partially deployed using the thumbwheel method. The stent was attempted to be deployed using the pull-grip method, but it could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter address is plot no mig 165 166, d no 1-113-20/1, sector 8, ushodaya junction. Block h6: imdrf device code a15 captures the reportable event of partial stent deployment. Block h10: the epic biliary stent and delivery system were received for analysis. Visual inspection found that the stent was partially deployed on the delivery system. A tactile and visual inspection found that the outer sheath had separated from the handle, and the inner sheath was severely kinked at more than one location. Also, the inner sheath was found to be buckled proximal to the distal tip. Additionally, no damages were found on the tip and handle of the device during the visual and tactile examinations. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of partial stent deployment. The investigation concluded that this event and the additional investigation findings of inner sheath kinking and sheath being detached were most likely due to factors that occurred during the procedure. It was most likely that the device may have encountered difficult patient anatomy as it was used to treat a hilar stricture (blockage or narrowing of the bile duct), which would have contributed to the difficulty in deploying the stent. The sheath kinking/buckling and outer sheath separation most probably occurred due to excessive force being applied to the device when attempting to deploy the stent. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the common bile duct to treat a malignant hilar stricture during a hilar stricture metal stenting procedure performed on (B)(6) 2023. During the procedure, the stent could only be partially deployed using the thumbwheel method. The stent was attempted to be deployed using the pull-grip method, but it could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.